Event description:
This lead was implanted on (B)(6) 2013, and was repositioned due to intermittent sensing and pacing issues. The physician was dr. (B)(6), at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).